Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was beeping inexplicably every 15 minutes. The customer also stated that when he put the insulin pump up to his ear, he heard a noise that sounded like the motor was moving. His blood glucose was 148 mg/dl. The customer stated buttons were not pressed accidentally or otherwise. He also stated there was nothing nearby that was beeping. The customer said he had a heart monitor that beeps, but would make a different type of beep. The customer declined to replace the insulin pump but stated he would monitor the issue. Nothing further was reported.